Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of their stomach jumping while laying in bed. It was noted that the patient experienced extracardiac stimulation. The left ventricular (lv) lead was reprogrammed and the issue was noted to have been resolved. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.